Manufacturer narrative:
Device remains implanted in the patient. A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Also implanted in the patient was tg3420.

Event description:
In 2006, the pt was treated with two gore tag thoracic endoprostheses. In 2007, a re-intervention was performed to treat a distal type I endoleak. An additional gore tag thoracic endoprosthesis was implanted and successfully resolved the endoleak. The pt was reported to be doing well.